Event description:
The customer returned the Flex Deflectable Videoscope, which is an Olympus asset with no reported complaint. During inspection of the returned device, it was found the adhesive around objective lens is peeled. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: separation problem; cause traced to component failure. Olympus will continue to monitor field performance for this device.